Event description:
Boston scientific received information that this right ventricular (rv) lead's pacing was intermittent. Further, a physician concluded that there was a micro dislodgement. This lead was then repositioned successfully. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.